Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review of the stored electrocardiogram, post paced t-wave oversensing was noted on the implantable cardioverter defibrillator. The patient did not receive inappropriate therapy during the oversensing. The device was reprogrammed. The patient remained asymptomatic.